Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was foreign matter, scale marking issues and plunger rod damage. To aid investigation, eighty-three samples bulk packaged in a plastic bag and seven photos were received for evaluation by our quality team. A visual inspection was performed. Thirty-nine samples have embedded degraded resin, ten samples have a scale marking issue, and two samples have the plunger rod damaged. Eleven samples have scale markings that have an acceptable imperfection, and twenty-one samples were acceptable. The seven photos provided show some of the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the plunger rod damage and scale marking issue, these defects could occur if there was a jam during the processes. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the assembly process was performed. The alignment of the rails and conveyors was correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received this is a complaint about foreign matter mixed in, scale marking issue. It was reported that during inspection at togo medikit, foreign substances and scale marking issue were found. Astem management number: unknown.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
This is a complaint about foreign matter mixed in, scale marking issue. It was reported that during inspection at togo medikit, foreign substances and scale marking issue were found. Astem management number: unknown.